Event description:
It was reported that during an unknown procedure, the white pad was broken. Unknown how case was completed. Surgery was prolonged thirty minutes. There were no adverse consequences for the patient. One device will be returning.

Manufacturer narrative:
(B)(4). The device was returned with the blade scratched and cracked and with the tissue pad detached from the instrument and not returned. Visual inspection under magnification was performed and evidence of tissue pad was found. Due to the damage to the blade, it was confirmed that the device was non-functional. The device was tested with a test handpiece and generator and an error code 5 was noted. When a blade has been compromised, scratched or cracked, the titanium metal is fatigued when continually energized and this results in the blade further cracking and possibly breaking off. During the analysis process, the blade was tested for scratches and cracks and the blade further cracked. Possible causes for this type of blade damage are external contact during pre-op or general use such as accidental contact with metal or plastic instruments or objects when the instrument is activated. In addition, minor blade damage may increase in severity during subsequent activations, and may result in blade 'lockout' later in the procedure. Contact with staples, clips or other instruments while the instrument is activated may result in cracked or broken blades, which may be identified by generator solid tone or instrument error. Pad damage occurs, when it is clamped against the blade without tissue (and activated). The resulting damage contributes to the removal of the pad from the clamp arm. Cleaning of the pad, not in accordance with the IFU, can also result in removal of the pad during use.